Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: this is an updated complaint conclusion due to product return and analysis. As reported, the stent on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system appeared to be partially deployed when it was opened and removed from its box. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned for evaluation. A non-sterile ¿precise pro rx us carotid syst¿ was received coiled inside of a clear plastic bag. After unpacking the device for product evaluation, the unit was thoroughly inspected. It was confirmed that the stent was fully deployed, and not returned mounted in the manufacturing position. No additional anomalies were observed. The catheter¿s usable length measured 53.02 inches, falling within the specified range of 52.75 to 53.63 inches. Despite the stent not being returned, a functional simulation test revealed no conditions indicating a deployment mechanism impediment. The reported ¿stent delivery system (sds) deployment difficulty premature/during prep¿ was confirmed as the device was returned with the stent fully deployed. However, the exact cause cannot be determined, the stent was not returned with the unit. No anomalies were observed on the returned device, the usable length was within specification and functional simulation of the deployment system was performed successfully. Therefore, it is difficult to draw a clinical conclusion between the device and the event reported. Based on the limited information available for review it is likely procedural and/or handling factors during device preparation contributed to the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
The date of this event is unknown additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system appeared to be partially deployed when it was opened and removed from its box. There were no reported injuries to the patient. The device will be returned for evaluation.

Event description:
As reported, the stent on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system appeared to be partially deployed when it was opened and removed from its box. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h10 . Complaint conclusion: as reported, the stent on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system appeared to be partially deployed when it was opened and removed from its box. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was not returned for evaluation. The reported ¿stent delivery system (sds) deployment difficulty premature/during prep¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. However, without the return of the device for analysis, and with the limited amount of information provided, it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, and h10 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent on a 7mm x 40mm precise pro rx carotid self-expanding stent (ses) delivery system appeared to be partially deployed when it was opened and removed from its box. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned.